Event description:
A customer observed a false positive a total beta-hcg result on a pt sample. Replicate testing generated consistently negative results. False positive total beta-hcg results may lead to inapropriate physician action there was no report of pt harm as result of this event.